Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump overinfused a delivery of propofol. The device was programmed to infuse at 22cc/hr and administered 100cc in approximately one and a half hours. There was no patient injury or medical intervention associated with this event. The device was tested by the facility and it was reported that it failed the additional flow rate testing (200cc/hr rate to infuse 50ccs. Found to administer 60ccs). No additional information is available.